Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implante with an impella cp experienced access site bleeding. The physician stated that the bleeding was related to the initial puncture of the femoral artery. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.